Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 69 and blood glucose was 149 mg/dl. At the time of call, customer's blood glucose was 184 mg/dl an sensor glucose was 180. Customer was educated on reasons for sensor glucose versus blood glucose differences. Customer also reports of receiving weak signal and lost sensor. After troubleshooting, customer was advised to call back should issues persist as customer states she was no longer having issues at the time of call. No further information provided.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.